Manufacturer narrative:
Additional information provided in a.2., b.3., b.5., b.6., b.7. And d.10. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested, received and stated the patient had clear vision without halos post explant.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The product was returned for analysis. The reported complaint cannot be confirmed from the returned sample. Iol was received cut in a half attached to a card inside a plastic bag. Solution is dried on the iol. The root cause for the reported complaint could not be determined. According to the instructions for use (IFU), some visual effects may be expected due to the superposition of focused and unfocused multiple images. These may include some perception of halos, radial lines around point sources of light (starbursts) under night-time conditions, or glare, as well as other visual symptoms. As with other multifocal iols, these visual disturbances may be significant enough in some cases that the patient may request explantation of the lens. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient had fuzzy vision, glare and halos. The iol was exchanged for another company same diopter lens. Clinical reason for explant mentioned as iol complication. Additional information has been requested.